Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(4), and the reported cardiac arrhythmia could not be conclusively established through this evaluation. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on hm 3 lvas, serial number (B)(4) and no further events have been reported at this time. The heartmate (hm) 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C is currently available. Section 1 of the IFU, ¿introduction¿, lists cardiac arrhythmia as a potential adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. This document also lists arrhythmia as a potential late postimplant complication the relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 02mar2022. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had 2 implantable cardioverter-defibrillator (ICD) shocks. The patient was asymptomatic both prior to and after the shocks. They denied having chest pain or dyspnea. There were no ventricular assist devices (vad) alarms. Upon interrogation of the ICD, two ventricular fibrillation episodes were found (B)(6) 2022, both treated with 1 shock each. Additionally, a ventricular tachycardia episode was found to have occurred on (B)(6) 2022. The patient was treated with anti tachycardia pacing (atp). On admission requiring supplementation, their potassium and magnesium levels were 3.2 and 1.9. The patient's troponin levels were elevated at 448, which was considered suspect in the setting of ICD shock even though they had no other symptoms. The patient received amiodarone IV on admission but was discontinued upon the patient's discharge. The patient's torsemide was reduced to 20mg daily. They were discharged home on (B)(6) 2022.